Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0294164, medical device expiration date: 2023-10-31, device manufacture date: 2020-10-20. Medical device lot #: 0294167, medical device expiration date: 2023-10-31, device manufacture date: 2020-10-20. (B)(4). Investigation summary: a device history record review was completed for provided material number 306575 and lot number 0294164. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three physical samples were received for evaluation by our quality team. A visual inspection was performed. The samples came with no packaging flow wrap, the plunger rod-rubber stopper is at the 8ml mark and all three samples have residues of what appears to be blood at the luer lock. Each sample was then tested for sustaining force. All results were found to be within specification, though the test results were towards the high end of specification so the customer may have noticed that more force than normal was required. Based on the investigation with the sample analysis the symptom reported by the customer could not be confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd posiflush" sp pre-filled flush syringe nacl 0.9% from lot 0294164, and 10 syringes from lot 0294167 had difficult plunger movement during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the staff have had several issues with the current supply of the posiflush 10ml pre-filled saline syringes. The lot # is 294167. One instance lead to an incident where a patient had to be re-needled 4 times. It poses other challenges when they go to flush and it doesn't work and/or they are at risk of expelling air into the patient. Staff have reported to me issues with the posiflush syringes and the plunger sticking when pressure applied (difficult to depress or retract). This has led to staff believing it is a patient catheter issue when the line is functional but the syringe is not functioning." "The staff check the plunger patency before use but the difficulty is not noticed until half way depressed"